Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6), male pt the device's display had vertical lines and was illegible. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.